Event description:
It was reported that the tubing leaked while using the bd alaris¿ pump module smartsite¿ infusion set. The following information was provided by the initial reporter: IV tubing leaking at junction of 1st blue plastic component. Where meets clear flexible tubing that fits into alaris pump tubing.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing leaked while using the bd alaris¿ pump module smartsite¿ infusion set. The following information was provided by the initial reporter: IV tubing leaking at junction of 1st blue plastic component. Where meets clear flexible tubing that fits into alaris pump tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 06-apr-2022 h.6. Investigation: the customer reported a leak at the first blue plastic component, and returned one used sample of material 2420-0007. The sample was clearly leaking from a small hole in the silicon right above the lower fitment of the pumping segment. A quality alert was created on 31mar2022 to reinforce proper material handling and correct use of fixtures on the production process for this material. Reported lot number is unknown, (10) potential lots taken from the smart site ids. A device history record review for model 2420-0007 lot number 21096312 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21096351 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21096384 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21096402 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21096405 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21096407 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21096408 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21096410 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21105057 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21105058 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of 21096312 with lot #leakage regarding item #2420-0007; a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of 21096351 with lot #leakage regarding item #2420-0007; a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of 21096384 with lot #leakage regarding item #2420-0007; a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of 21096402 with lot #leakage regarding item #2420-0007; a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of 21096405 with lot #leakage regarding item #2420-0007; a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of 21096407 with lot #leakage regarding item #2420-0007; a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of 21096408 with lot #leakage regarding item #2420-0007; a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of 21096410 with lot #leakage regarding item #2420-0007; a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of 21105057 with lot #leakage regarding item #2420-0007; a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of 21105058 with lot #leakage regarding item #2420-0007.